Event description:
The customer reported that the device had an error message. At the time of this report, it is unclear if any pt involvement occurred.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.